Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 333941; model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients ipg pocket site had a large amount of clear fluid drainage. It was also mentioned that the ipg site had poor healing. The patient underwent an ipg explant procedure and was placed on antibiotics.